Event description:
Infection; preliminary information was provided on a pt with a history of familial polyposis and ileostomy, who had a total colectomy for adenomatous polyposis. One sheet of seprafilm was placed (site not specified). Aug-2000, examination showed good quality of ileo-anal anastomosis and tissue was healthy. In sep-2000, during closure of the lateral ileostomy, a few adhesions were noted in the lower iliac region which led to an ileus adhesiolysis. Pt has subsequently undergone several laparatomies, the first in sep-2000 for an infected right ovarian cyst and removal of the adnexa. No anomaly was noted at the ileo-anal anastomosis. In sep-2000 during an eaxploratory laparotomy, drainage of an infection/abscess and lavage o;f the abdominal cavity was performed. In oct-2000, a new hemorrhagic cyst of the left ;ovary was remo;ved with 'peritoneal reconstruction', and a lateral ileostomy was also performed. Multiple abdominal adhesion were seen in the right iliac. In mar-2000 closure of the lateral ileostomy was completed. The reporting physician has indicated the events are possibly related to seprafilm. Additional information has been requested.